Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the k antigen. Results were satisfactory. The customer returned the pt's sample for further eval by ocd qa. The cells were not separated prior to shipment, therefore the sample was cloudy and hemolyzed. The sample was negative when tested with vss112 at 15 minute and 40 minutes incubation.